Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
A health professional called technical services to inquire why the patient¿s device went to end of service (eos) when the voltage is above the recommended replacement time (rrt) voltage. It was found that the device had a charge circuit timeout occur which caused the eos. The device remains in use but was explained that the device should be changed out as soon as possible and that the patient should be monitored continuously until then. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.